Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped and the sheath was inserted into the pt's femoral artery. Upon insertion, the iab became stuck in the sheath and the md removed the iab. At that time, the md noted that the membrane of the iab became unraveled and as a result, the md requested another iab for insertion. The second iab was prepped and inserted through the existing sheath without difficulty. The facility reported that the delay in therapy was "2 minutes." There were no pt complications. The outcome was that this pt was moved to the cardiac care unit.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.